Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide that this reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no mechanical damage. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the r2p destination slender sheath was used during a case. Anytime a wire larger than .018 was introduced it felt very tight. It felt like there was a point on the distal end that was defective and too small. They were able to complete the case. The estimated blood loss less than 250cc's. The procedure was a sfa (superficial femoral artery) occlusion. The outcome was successful. A csi device was used with the r2p destination. Additional information was received on 05may2021: the patient was stable the entire procedure. The tightness was felt at the distal end only. They used a .035 glide wire advantage through the sheath.